Event description:
It was reported by service report that the scale was not correct. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The unit could not located for evaluation. Unit could not be located for evaluation.

Event description:
It was reported by service report that the scale was not correct. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.